Manufacturer narrative:
No frozen screen noted. Unit had intermittent act and up buttons response due to moisture damage keypad traces. No unexpected numbers ramping or scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the display screen is frozen. Customer does not recall any significant events leading to the error, but indicated that she was entering the carb information at the time. Customer also stated that she slept on the pump. Customer's blood glucose was 86 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.